Event description:
The day after pt had a solopicc line removed, the pt's arm was swollen and painful. There was no problem removing the PICC. Pt stated he has swelling all the way up his arm and neck. Pt's fingers were swollen and could hardly move them. Pt was instructed to call his doctor immediately. Pt's doctor admitted pt. Pt had a dvt and was treated for 3 days in the hospital and is now on coumadin.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.